Event description:
The customer was hospitalized for high blood glucose and diabetic ketoacidosis. Troubleshooting was performed. The customer was instructed to call back to perform the high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.